Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised forced sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear alarm and pump rewind. The device will be returned for analysis.